Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. The system operates as intended.

Event description:
The customer reported that the system displayed a problem with the image in the memory. No patient injury was reported.